Manufacturer narrative:
Received 1 bardex catheter with adapter. The reported event was unconfirmed. Per the visual inspection, the exterior of the sample was examined and did not find anything to contribute to the reported event. Per the functional evaluation, the sample was inflated with 30cc water and found the balloon inflated easily with no obstruction. The reported event was unable to be duplicated. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that water could not be injected into the balloon of the catheter. Another catheter was used for the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that water could not be injected into the balloon of the catheter. Another catheter was used for the patient.